Manufacturer narrative:
The device was available for evaluation. The pre- and post-op x-rays provided show the screws backing out of the plate and the plate migrating towards the radiocarpal joint. It was noted that there was screw head pop-off when the plate was removed that could not be seen on x-ray. The screw head was still engaged in the plate when the surgeon went to remove it. The surgeon was unsure of why this construct could have failed and did not indicate if the patient was non-compliant or had any co-mordbidities. It was also noted that the surgeon did not use a torque limiter during the initial surgery. It was observed that the second distal ulnar hole of the screw was deformed after use but doesn't necessarily mean that the plate was out of spec when it went into the case, as it was noted that all screws locked normally during initial surgery and plate removal. The surgeon did not use a torque limiter during the case, hence the conclusion of cause traced to user. This evaluation determined that this failure was within expected risk; therefore, no further actions will be taken at this time.

Event description:
It was reported that a revision was needed to replace an anthem ii double row volar plate that was broken post operatively subsequent screw deviation.